Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (partno.str-gl-blu/ (B)(4) ), that was being used with the transmitter during the reported event of intermittent out of range was returned. Evaluation of the returned receiver did not confirm the reported event.